Event description:
It was reported that the flex video scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. The user sent the subject device to a third party for culture testing on (B)(6) 2025 where: sampling from: all channels. Colony forming unit (cfu): 20cfu. Bacterial identification: pseudomonas aeruginosa, enterobacterales, staphylococcus aureus, enterococcus, candida, acinetobacter, and streptococcus viridans. Olympus sent the subject device to a third party for culture testing on (B)(6) 2025 where: sampling from: distal end, cfu: <1cfu, bacterial identification: n/a. Sampling from: all channels, cfu: <1cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use before repair, the same germs were not detected. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.